Event description:
Medtronic received information that four years and five months following the implant of this bioprosthetic valved conduit, the patient presented with distal conduit stenosis and decreased exercise tolerance. The conduit was calcified, pannus developed, and only two of the three leaflets remained flexible. Also, echocardiographic findings revealed central regurgitation. The conduit was explanted and replaced with a new contegra conduit, with no further adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted several pieces of the valved conduit and one leaflet were received for analysis. The conduit was received cut in several pieces. Leaflet remnants remained attached to two pieces of conduit wall. Leaflet remnants that remained attached to the conduit wall pieces appeared stiff due to adhered host tissue. Remnants of two commissures were noted on one conduit wall piece. Glistening off white pannus lined all excised conduit pieces covering clusters of visible mineralization. One excised conduit wall piece showed pannus extending in through the outflow aspect. Radiography showed evidence of mineralization on all excised conduit pieces including the excised leaflet. Conclusion: gross analysis findings confirmed presence of calcification and host tissue/pannus. These findings likely contributed to the reported stenosis and central regurgitation. Although a conclusive root cause to these issues was not determined, pannus/host tissue and calcification are known failure modes for bioprosthetic valves. A review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Quality assurance will continue to monitor for similar events. (B)(6). (B)(4).